Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, deflation difficulties were encountered. The target lesion was located in the moderately tortuous upper arm. The symmetry balloon catheter was advanced to the lesion and the balloon was inflated once for one minute. Deflation was noted to have taken approximately 2-3 minutes. The balloon was able to be completely deflated and was removed without issue. The procedure was completed with another of the same device. There were no patient complications and the patient's condition is reported as "good".

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by MFR: visual examination of the returned device noted several dents along the length of the catheter. The balloon material was folded but not rewrapped around the shaft of the device. It was possible to inflate the balloon material to its recommended rated burst pressure (rbp) without issue. A vacuum was pulled to deflate the balloon, it was noted that the deflation time was slow, but within specification. No issue was noted with the balloon lumen that may have contributed to the event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, deflation difficulties were encountered. The target lesion was located in the moderately tortuous upper arm. The symmetry balloon catheter was advanced to the lesion and the balloon was inflated once for one minute. Deflation was noted to have taken approximately 2-3 minutes. The balloon was able to be completely deflated and was removed without issue. The procedure was completed with another of the same device. There were no patient complications and the patient's condition is reported as 'good'.